Event description:
It was reported by colombia that during service and evaluation, it was determined that the compact air drive device had unintended activation/motion, leaked air and had insufficient/low power. It was further determined that the device failed pretest for check in off mode, check power with power test bench and check for air leak. It was noted in the service order that it was difficult to change the device adapters and according to the reporter the doctors had to wait as it took longer to change. It was reported that there was a twenty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that it was difficult to change the device adapters was not confirmed. Therefore, an assignable root cause for the reported condition of difficult to assemble/disassemble was not determined. However, during evaluation, it was determined that the device had unintended activation/motion. The assignable root cause was determined to be due to component failure from wear. UDI (B)(4).